Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the balloon ruptured during inflation. The balloon was placed in the vertebral body and when the pressure hit 470 psi, it burst. This was a high pressure balloon and it wasn't against any walls or obstructed. Also, the balloon inflated only on the distal end and not really at the proximal end. It was a very odd shape not typical for high pressure. Patient complications were reported unknown.

Manufacturer narrative:
Additional information: product analysis: visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is oriented at an approximately 45 degree angle the instrument axis at the distal peak of the balloon, and is consistent with contact with bone splinters during surgery.